Manufacturer narrative:
(B)(4). Date sent: 9/13/2017. Batch # p56d6j. The analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60t cartridge loaded in the device. The cartridge reload was received partially fired 2/3 with the cartridge deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa., video provided shows; an unknown device " thunder beat", cutting the tissue, bleeding can be observed at 7:30, 10:40 and 12:30 mark. At 16:20 mark the proximal part of an anvil with a cartridge lodge can be seen, with reinforcing material between the jaws, it is fired and bleeding is observed along the staple line on the left side. A cartridge ecr60t is used reinforcing material is observed, it is closed on the tissue and seems to be stuck, at 55:40 mark a device trying to opened is observed, at 1 hour mark a device is observed pulling out the tissue between the jaws. It takes from the 19:00 to 1 hour 0 min mark to released the jaws. A device is used to open the device and the cartridge deck can be seen damaged. At 1 hour 14 min mark another ecr60t is used it is closed between the tissue crossing over existing staple line, then is fired , and retrieved the anvil. At 1 hour 21 min mark can be seen another cartridge, before the firing is performed a gauze is used to clean the tissue, a firing can be seen at 1 hour 25 min mark. Another two firing are performed, at 1 hour 26 min and a 1 hour 29 min the last one was with a ecr60g cartridge. To finished the cut, a scissor was used, at 1 hour 32 min mark suction and irrigation were performed. Based on the photo alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.

Event description:
During a lap sleeve resection upon the second firing (black cartridge with gore buttress) the powered echelon gst 60 mm blocked half way the firing, unfortunately the knife could not be brought back to the start position, first attempted with reverse button, later with the manual override lever (various attempts) therefore, the stapler stayed stuck on the stomach and eventually was released with force, damaging the tissue. To correct the damage the surgeon had to re-sleeve and finished the procedure with a new psee60a however could not prevent one portion of the sleeve being very narrow. Patient is observed postoperatively and currently has insufficient passage, this might lead to re- operation.

Manufacturer narrative:
(B)(4). Additional information received: during a sleeve procedure, on first two firing used a black reload with gore seamgaurd. The firing went slow and then blocked. Used a clamp to break open the device. Surgeon mentioned that this could have damaged the device. Patient needed to be re operated because the tube was too small ¿ converted to a bypass.